Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips received a report that when moving the couch in the "in" direction and the gantry control button was released, the customer states the couch would continue moving 2-4mm and then stop. There was no report of harm to a patient or operator as a result of this event.